Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. Visual analysis revealed that the guide wire was unraveled and was inserted through the plunger of the ars. The customer also returned one, guide wire and the plunger from an ars syringe. Signs of use were observed on the guide wire. The rest of the ars was not returned for analysis. Visual examination revealed the guide wire is unraveled from the distal end and is kinked/distorted in several locations along the body. The core wire distal j-bend was deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken approximately 2cm from the distal weld. Both welds were present and appeared full and spherical. No obvious defects were noted with the returned ars plunger. The major kinks on the guide wire body measured 341mm and 352mm from the proximal weld. The total length of the core wire measured 600mm, which is within the specification of 596mm-604mm per guide wire product drawing. The outside diameter of the guide wire measured 0.80mm, which is within the outer diameter specification of 0.788mm-0.826mm per guide wire product drawing. The unraveled section of the guide wire was withdrawn back through the ars barrel. Large quantities of dried biological material were observed between the coils of the guide wire. Once removed, a lab inventory guide wire was inserted through the handle end of the plunger and passed with little to no resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure to their respective ends of the core wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled due to ars resistance was confirmed through examination of the returned sample. The core wire was broken approximately 2cm from the distal weld. The guide wire and ars met all relevant dimensional and functional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, during the insertion, the doctor found the swg kinked during use on the patient. No harm for the patient." The operator changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "on (B)(6) 2024, during the insertion, the doctor found the swg kinked during use on the patient. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).